Event description:
It was reported that the user experienced recurrent low glucose readings around 70¿72 mg/dl on the ilet system over several nights, felt uncomfortable at those levels, and self-treated with oral carbohydrates. Logs showed the pump delivered therapy as expected following meals and announcements, and no device malfunction or component failure was identified. Customer care provided support that included review of device data and user reports, troubleshooting and education with scheduling for additional training. Investigation of this case revealed no device malfunction, with device performance consistent with design and therapy algorithms, while the specific cause of the hypoglycemic episodes remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and continued use without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-specific factors could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.